Manufacturer narrative:
The complaint of the device still being energized after releasing the blue coagulation button is confirmed. Analysis of the device found that the handle halves were not assembled properly. This prevented the coagulation button from releasing off the electrical contact switch, therefore, allowing the device to remain energized. Operations is aware of the failure mode and will monitor the mfg process.

Event description:
During a total laparoscopic hysterectomy procedure, while using the halo pks cutting forceps, button was still energized even when releasing the button, it still delivered energy. The procedure was completed w/o any incidents.